Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the aspiration catheter separated during the procedure. The physician inserted the aspiration catheter into the patient for the first aspiration of the vessel. The aspiration catheter appeared to become stuck; however, not sure if stuck inside the guide catheter or on the guide wire. The aspiration catheter separated along the shaft about 15 inches from the catheter tip. The physician was able to successfully remove it from the patient. There was no patient injury.